Event description:
A patient reported experiencing hyperglycemia while using a one touch meter. Pt has been using ot meter for about a year. On 9/2001 morning, patient's blood glucose was 260mg/dl on ot meter. Pt saw their hcp in the evening because pt has been feeling tired and sleeping frequently for 3 weeks. Pt also experienced shaking while visiting hcp. The following day, per hcp advice, patient went to e.r. Patient's blood glucose was 480mg/dl on hospital meter and 242 mg/dl on ot meter. Patient was treated in e.r. For hyperglycemia. No further information has been reported.